Manufacturer narrative:
Additional information: the radial procedural approach was being used. The device was not inspected after removal from packaging. The deformation on the proximal end of the catheter was noted when loading/advancing the device over the guidewire. Resistance was noted during the insertion/delivery of the device but excessive force was not used. Resistance was noted during removal of the device from the patients vasculature but excessive force was not used. The device was not excessively torqued. The non-medtronic guidewire was inspected after removal and no issue was found. The device was replaced with a new non-medtronic guide catheter to complete the procedure. The patient was discharged from hospital in good health. Patient weight. Annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a drug-eluting coronary stent implantation procedure involving one 6f launcher guide catheter, the guide catheter became deformed and kinked. The device was replaced with a new guide catheter to complete the procedure. The next day slight oozing was noted at the right radial artery puncture site, and the dorsum of the right hand and forearm showed obvious bleeding, swelling and bruising. It was suspected that the vessel wall was injured by a sharp angle caused by the deformation and kinking of the launcher guide catheter during the procedure. Immediate management included compression bandaging with gauze and continuous cold compress with an ice pack. The swelling and bruising of the dorsum of the right hand and forearm later improved. No patient further complications have been reported as a result of this event.